Manufacturer narrative:
Device manufacture date: november 28, 2017 ¿ november 29, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was crystallization near the top of the port of a folfusor. The device was filled with 4450mg fluorouracil. There was no patient involvement. No additional information is available.